Event description:
It was reported that this lead was a case of an attempted implant due to unknown product performance issue. The lead was never in service. No adverse patient effects were reported. Additional information indicated that the lead was too short and could not reach the desired location. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture updates on b5: describe event or problem and h6: device codes. Based on the additional information from the field, there was no product performance issue with the lead. Amending reporting decision to no report required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was a case of an attempted implant due to unknown product performance issue. The lead was never in service. No adverse patient effects were reported.